Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in germany reported the generation of erratic patient results for sodium (na) on their au480 chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient demographics or data for review.